Event description:
It was reported that; prior to implanting the restore soft tissue implant during a shoulder procedure; the surgeon removed a small piece of the device and sent it to be cultured; as was the standard practice. Eleven days out; the culture results were positive for clostridium perfringens. The patient who had this device implanted has experienced no complications or adverse symptoms indicative of clostridium perfringens infection.